Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away, in the middle of the night, while performing pd therapy with the homechoice (hc) device. The cause of death was cardiac arrest. Information regarding hospitalization of the pt was not reported. No further information was provided. Additional information was requested but is not available.